Event description:
The suspect meter showed variation in test results when compared to the lab. Test results reported were as follows: inration = 5.0, 5.6; lab = 4.1. Further follow up to be performed.

Event description:
The suspect meter showed variation in test results when compared to the lab. Test results were as follows: inratio = 5.0, 5.6; lab = 4.1. Further follow up to be performed.